Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device change out procedure, the physician noted the atrial lead bent at an angle. The lead was capped and replaced. The patient was in good condition post operation.